Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the powerport slim implantable port products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 8716001 implantable port allegedly experienced material deformation. The information was received from one source. The malfunction involved a (B)(6) male patient weighing (B)(6) with no reported consequences.